Event description:
It was reported that the handpiece was not working properly in reverse mode. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. During testing, the handpiece did not always respond to the safety switch and ran intermittently. Further investigation found the handpiece has the potential to run in safe mode related to controller failure. A review of product history for the past twenty-four months found similar findings. An investigation remains in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.